Event description:
A pt was treated in crrt. The cvvh pre-dilution therapy was performed with a m100 prisma pre set, with a replacement rate of 4 l/h. The therapy was interrupted after about 36 hours: the pt had gained weight. The "pt fluid removed" from history was consistent with the weight gained by the pt.